Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1908350, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16. Medical device lot #: 1908357, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-23. Medical device lot #: 1905354, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-08. Medical device lot #: 1908350, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16. Medical device lot #: 1905356, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-10. Medical device lot #: 1710352, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-03. Medical device lot #: 1705358, medical device expiration date: na, device manufacture date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Investigation summary: two photos were provided to our quality engineer for investigation. Through visual inspection of the photos, damage was observed on the syringe plunger. The thumb press of the plunger is broken. A device history review was performed for lot 1908357, 1905356, 1710352, 1705358 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This defect has been produced due to a damage or hit on plunger during manufacturing process or against any manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on product. A project has been initiated to look further into this issue and reduce any reoccurrence. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe non sterile 50 ml ll plunger rod was broken. This occurred on 3 occasions before use. The following information was provided by the initial reporter: just heard that 3 syringes have been observed again with the same complaint. Each syringe has a piece broken off at the end of the plunger. I have the syringes in my possession and I can send them if necessary. There was no product/fluid inside and no further incident occurred.